Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On june 16, 2009, the lay user/patient contacted lifescan (lfs) alleging that the majority of one touch test strips in 4 different vials had blue ink all over them and therefore unusable. The medical surveillance specialist spoke with the pt on june 19, 2009 and obtained the following information. The pt reported that the alleged issue was discovered in 2009. The pt stated that she was diagnosed with non-reactive hypoglycemia in 1993 and therefore tests her blood glucose 5x/day to avoid having a low blood sugar. As a result of the issue, the pt claimed she discontinued testing her blood glucose. On six separate occasions (dates/times unknown), after the alleged issue began, the pt reported that she developed symptoms of sweating and shaking. In response to the symptoms, the pt stated that she immediately treated self with food and/or drink and confirmed feeling better afterwards. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.